Event description:
It was reported that the patient experienced skin irritation while wearing the pod for an unspecified duration. The affected area was noted to be erythematous and irritated. The patient was prescribed a topical ointment (biafine) by a physician. No impact on the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.